Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. In addition, it was reported that the pump bolus history was inaccurate. Customer changed the infusion set and cartridge to resolve the reported occlusion alarm. Customer's blood glucose level was 606 mg/dl. Multiple attempts were made to follow up with the customer; however, no response was received.